Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On b)(6) 2015, the reporter contacted animas, alleging that there was a call service 064 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/05/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/19/2015 with the following findings:a review of the pump black box data verified the cs 064 call service alarm were induced due to occlusion during prime operation associated with a cartridge change. No cs 064 alarm was duplicated during prime or basal delivery.